Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pyxis¿ medstation¿ es required maintenance for a jammed half-height cubie drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients and that the user needed to go to another station to retrieve medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support service (tss) confirmed that customer resolved the issue by unjamming the drawer, and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that a bd pyxis¿ medstation¿ es required maintenance for a jammed half-height cubie drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients and that the user needed to go to another station to retrieve medications. There were no adverse events or injuries reported based on this event.